Event description:
Patient was revised to address delamination of the poly resulting in laxity of the knee joint and valgus alignment.

Manufacturer narrative:
Evaluation was not possible, as the product was returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the root cause of the reported polyethylene wear without the device to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional information be received, the investigation will be re-opened.